Event description:
It was reported that during the procedure, the lead exhibited high impedance after it was positioned. The issue was not resolved by extending the helix or changing the psa (pacing system analyzer) cable and clips. The lead was replaced, and the procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.